Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that, during a laparoscopic total hysterectomy procedure, the jaws of the device were suddenly damaged without any error message. Some broken pieces fell into the patient and were retrieved via the trocar. The broken pieces were caught in the inside of the trocar, so the trocar was disassembled. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip broken off returned inside a petri box. In addition the upper jaw was firmly attached to the device and not missing as reported. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.